Event description:
It was reported that patient had been experiencing fever for 2-3 days before the day of the report. There were no changes in other clinical symptoms. It was later added that patient was scheduled for hcp appointment on (B)(6) 2013 .it was also reported that patient¿s status was checked and was indicated that the patient's fever had gone down on sunday, (B)(6) and there was no need for concern. The fever was assumed to have developed as a result of the drug reservoir being empty. Hcp cannot comment on aggravation of other symptoms as the patient was bedridden and could not talk. However, there was no aggravation of spasticity or other symptoms. When the log was taken, it indicated "low reservoir alarm occurred" on (B)(6) and "empty reservoir alarm occurred" on (B)(6). ¿the pump may have been devoid of the drug and that may have been related to the patient's status¿. It was also suggested that a rotor inspection should be done in order to see the pump status. It was stated that they will be waiting for the time being as the patient had already been hospitalized. It was added that hcp will be asked to check pump variability at next refill. It was also indicated that patient recovered. The pump was being used to deliver gabalon.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown. Product type: catheter. (B)(4).